Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated reason. It was noted that the pacemaker was unable to be interrogated and was in backup vvi mode. The cause was suspected to be depleted battery. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported events of back-up mode and failure to interrogate issue were confirmed. As received, device had no telemetry due to low battery voltage. A longevity calculation was performed and found the battery depletion was normal based on the device usage.